Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the left monitor intermittently failed to display fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.